Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was ober 600 mg/dl. The events leading to her admission was vomiting and ketones. The customer was experiencing unexplained high glucose for the past day. The customer's most recent glucose reading was 115 mg/dl, and she has treated with the insulin pump and manual injections. The customer stated that she had fallen while wearing the insulin pump. Troubleshooting was not performed ad customer did not have a replacement of the battery. The customer stated that she is not comfortable using the insulin pump and requested a replacement. The customer mentioned having several no delivery alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.